Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient initially reported no complaint against the device. Healthcare professional later reported capsular contracture, baker grade iii. The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: calcification, crease fold and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified puncture opening on posterior side, consist in the use of some surgical tool. Based on the device analysis, the final assessment is a puncture opening on posterior due to surgical damage like.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii later confirmed as baker grade IV. Healthcare professional additionally reported "malposition".